Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation"), uterine prolapse ("uterine prolapse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal,") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (surgical procedure with removal of essure devices). Essure was removed in march 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, uterine prolapse, abdominal pain, abdominal pain lower, anxiety, depression, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of constant pain, heavy bleeding, painful menstruation, uterine prolapse, abdominal pain and cramping, among other symptoms. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received- new events were added: abnormal bleeding (vaginal, menorrhagia). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstruation"), uterine prolapse ("uterine prolapse"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, uterine prolapse, abdominal pain, abdominal pain lower, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, pelvic pain and uterine prolapse to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of constant pain, heavy bleeding, painful menstruation, uterine prolapse, abdominal pain and cramping, among other symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.